Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported the customer was having issues with their reservoir. The customer stated they were unable to fill their reservoir. The customer's blood glucose was unknown. The customer was disconnected from the phone call. No additional information provided.